Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing of smaller atrial signals during an episode on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.